Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the glenoid sizer handle fractured. There was no harm, injury, or medical/surgical intervention, no reported delay or report of foreign body retained. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified that the handle and body show nicks and scratches from previous uses. The plunger is fractured within the handle body, but the fractured distal tip of the plunger was not returned for evaluation. The handle body distal tip is deformed/bent in the area of the plunger fracture. No other damage was noted. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed based upon the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.